Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited out of range shock impedance measurements via remote monitoring transmission. A red alert was triggered as a result and then disappeared due to values returning to normal ranges. All other measurements were normal. Technical services (ts) recommended an in clinic follow up to reset the device beeper and further evaluation. No adverse patient effects were reported. The device remains implanted.